Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial hinge component, distal femur axial pin and poly spacer. The product information of the implants that remain implanted is unknown. Multiple attempts have been made and no additional information has been made available.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00153 and 3013450937-2022-00154. The following mdrs were also submitted for this patient in the past: 3013450937-2022-00119, 3013450937-2022-00120 and 3013450937-2022-00121.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2022 where the following eleos implants were revised: tibial hinge component, distal femur axial pin and poly spacer. The product information of the implants that remain implanted is unknown. Multiple attempts have been made and no additional information has been made available.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.